Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
Device 2 of 2. Reference MFR report: 1627487-2013-03137. The pt has 2 scs systems. The event date is set from the time of implantation of scs system #1. Subsequently, the scs leads from scs system #1 are being reported. Additionally, the pt received 4 scs leads (from scs system #1), 3 have the same lot number. The pt reported since implantation of his scs system, he experiences a burning sensation at the tip of his scs leads when his system stimulation is turned to a high setting. Subsequently, the pt is not receiving effective stimulation due to keeping his system stimulation on a low setting. The pt is a consult with the pain physician to determine the next course of action. Follow-up identified the burning issue has not been resolved. It was also reported the physician determined surgical intervention will not be taken at this time.